Event description:
It was reported that as lvp 20d dehp 3ss cv tubing broke during use. The following information was provided by the initial reporter: it was reported that the IV tubing broke apart during an infusion, while connected to a patient. I have another set of tubing that broke apart during a routine fluid infusion (B)(6) 2020.

Manufacturer narrative:
The customer reported ¿the IV tubing broke apart during an infusion, while connected to a patient¿. Received from the customer was one used primary set model 2426-0500 lot unknown. Attached to the set¿s drip chamber spike was a 1000ml IV bag containing approximately 600ml of 0.9% sodium chloride injection, usp (baxter 1000ml, ndc 0338-0049-04, lot number v20c22d, exp sep21). A hemostat was received attached to the tubing. A note from the customer describing the observed event was received in the package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set¿s tubing (p/n tc10012940) was separated from the location where it connects to the inlet port of the distal smartsite (p/n 12274436). Clear liquid was observed in the set¿s drip chamber and tubing. No other abnormalities were observed during visual inspection. Further visual inspection of the set¿s separated tubing using a microscope observed insufficient solvent on the tubing. No other abnormalities were observed during visual inspection. Functional testing was not performed on the set due to the separated tubing and the leak that would occur. A dimensional analysis was performed on the set¿s tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite). The outside diameter of the tubing measured 0.144¿, within the specification of 0.145¿ +/- 0.003¿. The inside diameter of the tubing measured 0.107¿, within the specification of 0.107¿ +/- 0.005¿. Equipment used (visual inspection and measurement performed on (B)(6)-20) - calipers, eq02784, calibration due date: 19-dec-20, - pin gauges, eq08349, calibration due date: 14-july-21, - optical ram-cnc, eq08204, calibration due date: 05-feb-21, - dino lite microscope, eq106199, ncr the device history record for primary set model 2426-0500 lot unknown could not be conducted because the lot information was not provided. The customer¿s report of the IV tubing broke apart during an infusion was confirmed on primary set model 2426-0500. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the distal smartsite inlet due to equipment and/or operator error. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing broke during use. The following information was provided by the initial reporter: it was reported that the IV tubing broke apart during an infusion, while connected to a patient. I have another set of tubing that broke apart during a routine fluid infusion (B)(6) 2020.